Manufacturer narrative:
Device evaluation summary: the proximal stent wraps were positioned correctly between the markerbands but the mid to distal stent wraps had stretched distally over the distal markerband not meeting specifications. Deformation was evident to the distal stent wraps with struts stretched and raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a moderately calcified, mildly tortuous lesion exhibiting 90% stenosis located in the proximal obtuse marginal (om). The devices were inspected with no issues noted. Negative prep was performed on both devices without issues. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices and excessive force was used during delivery. It was reported that both stents failed to cross the lesion. It was stated that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was stopped and the lesion was not stented. The patient was reported to be alive with no injury.